Event description:
On (B)(6) 2020, a perceval pvs23 implant attempt occurred. The device was implanted well based on the reported information. However, a perivalvular leak was then detected at the transesophageal echocardiography (tee). The device was consequently explanted and replaced with a sutured valve size 21.

Manufacturer narrative:
The device was returned to the manufacturer and it was received on 21 feb 2020. After decontamination, a visual inspection was performed on the returned prosthesis which did not highlight the presence of pre-existing defects. In order to allow an exhaustive evaluation of the functional behavior, and to attempt to replicate the reported event, a replication of the implanting procedure according to the indication included in the IFU was performed. No problems were encountered during the collapsing phases performed with the returned pvs23 and a demo accessory kit. After that, a deployment simulation was performed which did not highlight anomalies on the structures. No paravalvular leaks were observed during the simulation of the static leak test where the water level remained stable under the leaflets' free edge. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic in the involved device as no device malfunctions were detected during the investigation. Given the very limited information provided in the case history, it is not possible to establish a definitive root cause for the reported event. Should additional information be received in the future, the manufacturer will re-assess the event and take additional investigative actions as appropriate.